Manufacturer narrative:
It was noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced and resolved the reported complaint.

Event description:
The hospital reported that, during a case, the unit was providing flow sensor alarms. The clinician reportedly switched to manual ventilation to maintain ventilation. There was no reported patient injury.